Event description:
It was reported the insulin pump was not communicating with the remote. Settings were checked. Remote light blinks quickly. Customer inserted a new battery and the device did not respond. Self tested ok. No inference area. Neither act button nor the b buttons respond on the device. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump received with no act button response due to unlocked keypad connector on joint lcd board. The device with remote control was not tested the due to no esc button response. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.